Event description:
It was reported that the line near flotrac sensor is cut. No patient injury reported.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage was noticed. Vascular access was obtained via the femoral artery. The 90% stenosed de novo lesion was located in the severly tortuous and severely calcified left anterior descending (lad). The lesion was predilated using a 3.0mm non-bsc balloon. The 3.00x24mm veriflex stent delivery system was advanced to the lesion but could not cross the lesion. After several attempts to cross the lesion, it was noted that the stent was damaged distally. The procedure was completed with a different device. There were no patient complications and the patient condition was listed as "good".

Manufacturer narrative:
Customer report was confirmed. One complete flotrac kit was received for evaluation. The kit appeared not used. Tubing was broken off from solvent bond joint with the female connector (attached to zero-stopcock). The broken tubing was bent near the bond joint. There was no related non-conformances in the DHR review.